Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 300mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The sister also mentioned that the insulin pump alarmed motor error during the bolus delivery. The displacement and self test were performed and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.